Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date.according to the complainant, post-procedure, the patient experienced severe and permanent injuries.all other information is unknown.